Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coil had perforated right fallopian tube") in a 33-year-old female patient who had essure (batch no. 678809) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational diabetes in 1997. Previously administered products included for an unreported indication: mirena in 2008. Concurrent conditions included cervicalgia, arthralgia since 2010, knee injury since (B)(6) 2012 and hypertension since 2008. Concomitant products included amlodipine and amlodipine w/valsartan (exforge) for hypertension, promethazine (phenergan) for nausea, vicoprofen for pain as well as alprazolam (xanax), baclofen, hydroxyzine, medroxyprogesterone acetate (depo-provera) and vicodin (norco). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2011, the patient experienced weight increased ("weight gain"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2011, the patient experienced gastrooesophageal reflux disease ("acid reflux") and gastric ulcer ("slight ulcers"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping"). The patient was treated with laparoscopy with a right salpingectomy and resection of the essure coil./oophorectomy (one side ). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, back pain, fatigue and abdominal pain lower outcome was unknown and the abdominal pain, weight increased, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, gastrooesophageal reflux disease, gastric ulcer and nausea had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, gastric ulcer, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 305.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received - reporter and patient demographic added. Lot number 678809 added. The following events were provided- vaginal haemorrhage, menorrhagia, migraines, headaches, hypertension, dysmenorrhea, acid reflux , slight ulcers, nausea, head pain and outcome added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coil had perforated right fallopian tube") and genital haemorrhage ("abnormal bleeding") in a 33-year-old female patient who had essure (batch no. 678809) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational diabetes in 1997. Previously administered products included for an unreported indication: depo provera in (B)(6) 2010 and mirena in 2008. Concurrent conditions included cervicalgia, arthralgia since 2010, knee injury since (B)(6) 2012, hypertension since 2008, ovarian cyst, cervical facet arthrosis, bloating, pelvic pain, biopsy of stomach, gastritis (mild chronic), esophagogastroduodenoscopy and allergic reaction to analgesics. Concomitant products included amlodipine and amlodipine w/valsartan (exforge) for hypertension, promethazine (phenergan) for nausea, vicoprofen for pain as well as alprazolam (xanax), baclofen, hydrochlorothiazide from (B)(6) 2011 to (B)(6) 2011, hydroxyzine, medroxyprogesterone acetate (depo-provera) and vicodin (norco). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2011, the patient experienced weight increased ("weight gain"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2011, the patient experienced gastrooesophageal reflux disease ("acid reflux") and gastric ulcer ("slight ulcers"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping"). The patient was treated with surgery (laparoscopy with a right salpingectomy and resection of the esuure coil./oophorectomy (one side )). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation and back pain outcome was unknown, the genital haemorrhage, abdominal pain, fatigue, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, gastrooesophageal reflux disease, gastric ulcer and nausea had resolved and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, gastric ulcer, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, nausea, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 305.00 lbs diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral tubal occlusion with fallopian tube coil warthin-starry stain negative for helicobacter concerning the injuries reported in this case, the following one abdominal/pelvic paindysmenorrhea,confirmed in patient¿s medical records. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of ptc (product technical problem ). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coil had perforated right fallopian tube") and genital haemorrhage ("abnormal bleeding") in a 33-year-old female patient who had essure (batch no. 678809) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational diabetes in 1997. Previously administered products included for an unreported indication: depo provera in (B)(6) 2010 and mirena in 2008. Concurrent conditions included cervicalgia, arthralgia since 2010, knee injury since (B)(6) 2012, hypertension since 2008, ovarian cyst, cervical facet arthrosis, bloating, pelvic pain, biopsy of stomach, gastritis (mild chronic), esophagogastroduodenoscopy and allergic reaction to analgesics. Concomitant products included amlodipine and amlodipine w/valsartan (exforge) for hypertension, promethazine (phenergan) for nausea, vicoprofen for pain as well as alprazolam (xanax), baclofen, hydrochlorothiazide from (B)(6) 2011 to (B)(6) 2011, hydroxyzine, medroxyprogesterone acetate (depo-provera) and vicodin (norco). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2011, the patient experienced weight increased ("weight gain"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2011, the patient experienced gastrooesophageal reflux disease ("acid reflux") and gastric ulcer ("slight ulcers"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopy with a right salpingectomy and resection of the esuure coil./oophorectomy (one side )). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation and back pain outcome was unknown, the abdominal pain, fatigue, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, gastrooesophageal reflux disease, gastric ulcer, nausea and genital haemorrhage had resolved and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, gastric ulcer, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, nausea, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 305.00 lbs diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral tubal occlusion with fallopian tube coil warthin-starry stain negative for helicobacter. Concerning the injuries reported in this case, the following one abdominal/pelvic paindysmenorrhea,confirmed in patient¿s medical records. Most recent follow-up information incorporated above includes: on 6-jun-2018: pfs received: patient¿s concomitant drug was added. Abnormal bleeding was added as event. Outcome of events were updated. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coil had perforated right fallopian tube") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), fatigue ("fatigue"), abdominal pain lower ("severe cramping") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopy with a right salpingectomy and resection of the esuure coil.). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, back pain, fatigue, abdominal pain lower and weight increased outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, fallopian tube perforation, fatigue and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 11-jul-2017: coding correction. Event "essure coil had perforated right fallopian tube" had description to be codded changed from uterine perforation to fallopian tube perforation (considering case context). No further changes. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure coil had perforated right fallopian tube") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), fatigue ("fatigue"), abdominal pain lower ("severe cramping") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopy with a right salpingectomy and resection of the essure coil.). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, back pain, fatigue, abdominal pain lower and weight increased outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, fatigue, uterine perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of fallopian tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report